Manufacturer narrative:
(B)(4). Date sent: 1/29/2026. D4: batch # unk. E1: initial reporter email: (B)(6). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: santullo f, de cicco nardone a, el halabieh ma, lodoli c, abatini c, ferracci f, campolo f, benvenga g, scambia g, pacelli f, ianieri mm. Totally intracorporeal colorectal anastomosis (tica) after segmental colorectal resection for deep endometriosis: technical notes and case series. Arch gynecol obstet. 2025 aug;312(2):555-561. Doi: 10.1007/s00404-025-08040-4. Epub 2025 may 6. Pmid: 40327066; pmcid: pmc12334526. The aim of this study was to evaluate the safety and feasibility of totally intracorporeal colorectal anastomosis (tica) in patients undergoing colorectal resection for the treatment of deep endometriosis (de) affecting the bowel. Between january 2021 and august 2024, 33 consecutive patients with de treated with segmental colorectal resection were enrolled. Echelon flex (ees) and endopath staplers (ees) were used to carried out until reaching the rectal wall below the endometriotic nodule, and then the rectum was transected with a linear stapler. Vicryl (eth) was used to bound at the hole of the tip. Reported complication: echelon flex (ees). Endopath staplers (ees). 0 vicryl (eth). Postoperative bleeding of the anastomosis (n=2). Treatment: not reported. Postoperative ileus (n=1). Treatment: medically treated. In conclusions, the study shows that tica is a safe and feasible technique in patients who undergo laparoscopic colorectal resection for de. Further studies are still required to evaluate a possible improvement in functional outcomes.